Event description:
It was reported that approximately 3 months after the implant this lead dislodged. The lead could not be successfully repositioned and was replaced. There was fibrotic tissue on the fixation helix. The lead was damaged during the explant.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, mechanically, and electrically. During the visual inspection, a deformation was found at the fixation screw of the lead, which impaired the functionality of the fixation mechanism. This damage is probably due to strong mechanical stress during the operation. Further inspection showed cuts in the insulation and deformations of the outer conductor helix, which are probably a result of the explantation process. Blood had entered the lead at those sites. The analysis did not show any other deviations that could be related to the clinical complaint. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. There were no indications of a material defect or manufacturing error.